Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump has a blank display. Troubleshooting was performed and customer advised they wanted a replacement insulin pump. The next day customer called and advised the insulin pump was working fine. Customer was advised a replacement pump will be sent and agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to verify the black screen anomaly due to the blank display. The pump was received with a severely scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.